Manufacturer narrative:
The pump passed the displacement and self tests. Toggled on/off and increased/decreased the volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed while the customer was with their diabetes trainer. The customer¿s blood glucose during the incident was 257 mg/dl. The device will be returned for analysis.